Manufacturer narrative:
The suspect device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the catheter tip separated in the patient's kidney during a nephrostomy procedure. The catheter tip was retrieved with a snare.

Manufacturer narrative:
The suspect device was returned for evaluation. The unit was inspected visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.